Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced trace/small ketone levels. However, a healthcare provider identified the ketone level as dangerous/life threatening. Blood glucose ranged from 200-483 mg/dl. A system check with tandem¿s technical support verified that the pump functioned as expected. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.